Manufacturer narrative:
Unique identifier (UDI) # - (B)(4). Concomitant medical products - bi-metric femoral stem, catalog#: 162312, lot#: 1463315. Recap/magnum acetabular cup, catalog#: 157848, lot#: 1413359. Magnum taper adapter, catalog#: 139258, lot#: 1416088. Report source - foreign: event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2012-00373, 3002806535-2017-00133.

Event description:
It was reported that patient underwent a left hip revision procedure approximately 4 years post-implantation due to pain, swelling, pseudotumor formation and elevated metal ion levels. No additional patient consequences were reported.